Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone for difficulty reading the screen. The customer¿s blood glucose was unknown. The customer reported that he was in a bike accident and the screen on the pump is cracked. Customer states that he fell on the pump. Customer reported that he only can see part of the screen. The insulin pump will be returned for analysis.